Event description:
Used for total prostatectomy. According to the reporter: the balloon was not inflated in the cavity and a new one was opened to complete the procedure. No bleeding. No tissue damage. Nothing fell into cavity. Pt status: unknown. Operating room time extension: unknown.

Manufacturer narrative:
(B)(4).